Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. A new device was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. A new device was successfully implanted. Additional information from the field indicated this device was explanted due to a non-bsc lead with suspected fracture. A new single-chamber ICD was implanted to accompany the newly implanted ICD lead which could not be housed in the previous device header. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. A baseline testing found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown issue. A new device was successfully implanted. Additional information from the field indicated this device was explanted due to a non-bsc lead with suspected fracture. A new single-chamber ICD was implanted to accompany the newly implanted ICD lead which could not be housed in the previous device header. No additional patient adverse effects were reported. This device was returned to boston scientific for analysis.